Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remaining longevity for this pacemaker was 8.5 years after being implanted for about two years. There was concern the device was depleting prematurely, as the expected longevity for this family of devices was 10-12 years. Technical services discussed the longevity would be impacted by programmed parameters and therapy usage. A save to disk was requested so engineering could review the battery performance for this device. However, no data had been saved at the follow-up. The patient was to be seen again in six months and the field representative planned to save data at that time. No adverse patient effects were reported.